Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a black screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, before use the cardiosave intra-aortic balloon pump (iabp) has a black screen. No harm reported.

Manufacturer narrative:
Updated fields - b4, b5, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Due to character limit in e1 initial reporter name: (B)(6). Customer reported that cardiosave intra-aortic balloon pump (iabp) has a black screen. Following a black screen problem, field service engineer found that the problem came from the video gen board card. Fse changed it and everything returned to normal. Fse had error codes 78, 79 and 80. After changing the board, everything is ok.

Manufacturer narrative:
Updated fields - b4, b6, b7, d8, d10, g1 contact person ¿ mfg site, g3, g6, h2, h11

Event description:
N/a